Event description:
It was reported that the tip of micro claw made of ceramic was broken and fall off. The broken piece was left in patient and will need to be removed later.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: tip of micro claw made of ceramic was broken and fall off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force used when inserting or removing the probe, a probe inserted into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. Non-conforming component, poor assembly process, misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of micro claw made of ceramic was broken and fall off. The broken piece was left in patient and will need to be removed later.